Event description:
Additional information was received that short to shield was suspected and a non-grounded cable was provided. As of 10may2023 no further alarms had been noted.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed pump stoppages and low speed operation events. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these findings could be indicative of an issue with the driveline; however, a specific cause for these events could not be conclusively determined through this evaluation. The submitted log file captured low speed and pump stop events while the patient was supported by the mobile power unit. Prior to and after the low-speed events, the pump appeared to function as intended. No other atypical events were captured. The account submitted 4 x-ray images for evaluation. These photos revealed a malposition of the inflow cannula. Additionally, these photos reveled an area of metal braided shield breakdown adjacent to the nipple housing. The patient remains ongoing on the heartmate (hm) ii left ventricular assist system (lvas), (B)(6), with no further issues reported at this time. No product is available for investigation. The relevant sections of the device history records for (B)(6), and driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU) and the hm ii patient handbook are currently available. Section 5, ¿surgical procedures¿ outlines considerations for pump placement and orientation and also provides instructions regarding the preparation, installation, and orientation of the sealed inflow conduit. Section 5 (under ¿inserting the sealed inflow conduit¿) states to ¿select the optimal sealed inflow conduit orientation at the ventricular apex. The following is critical in determining orientation: -the opening of the sealed inflow conduit should be directed toward the mitral valve and away from the intraventricular septum. -care must be taken to avoid excessive angulation of the sealed inflow conduit once the left ventricular assist device is in-situ. -the ideal orientation will anticipate that the dilated lv may shrink in size as its workload is assumed by the pump.¿ the hmii IFU also contains a section on ¿pump performance monitoring¿ under patient care and management which explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 4.4 ¿clinical screen¿, contains sections on pump flow, pump speed, pulsatility index, and pump power. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during a follow-up visit it was noted that twice the patient had a sudden decrease in rotations per minute (rpm). It was noted that the position of the inflow cannula may have been causing suction events. The patient may have been on their left side in bed at the time of both events. A chest x-ray was performed. Log files revealed pump stopped events on (B)(6) 2023 at 6:05 and a speed reduction on (B)(6) 2023 at 20:54. The x-ray images appeared to show an area of separation near the pump end bend relief.